Manufacturer narrative:
Correction information: section b.1 & h.1. Additional information: section b.1, b.2 & h.1, h.6. The recipient was prescribed antibiotics (type unknown). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly was hospitalized due to inflammation at the implant site and was given treatment (type unknown), however, the issue did not improve. The recipient was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.